Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained because reprocessing could not be conducted properly due to leakage at forceps elevator. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the grip had a chip, the switch box had a scratch, the air/water-cylinder and suction cylinder had no color, the scope connector case unit was dirty due to water leakage, the plug unit, circuit board unit in the scope-connector, scope connector cover unit, and cable unit all had corrosion due to water leakage. The cover of the light guide bundle was damaged, the distal end was shaved, water tightness of the forceps elevator was lost, and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the distal end of the duodenovideoscope had residual liquid. There were no reports of patient involvement.